Event description:
Per the clinic, the patient experienced a lack of auditory benefit with device use. A CT scan (date not reported) indicated extracochlear electrode array placement.the patient underwent revision surgery on (B)(6) 2013, to reposition the electrode array. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.